Manufacturer narrative:
(B)(4).

Event description:
The patient experienced shocking sensation that goes all the way up his spine and through the point where his hips and back meet when stimulation was turned on. The issue had occurred since implantable neurostimulation system implant. However, when stimulation was turned off, the problem was worse, "like a muscle crawling." The patient is also experiencing "weebling & wobbling and that his legs aren't there all of the time", this happened prior to the implant but it became more frequent since the spinal cord stimulation implant. He had a horrific metal taste in his mouth and intermittent bowel problems where his bowels will go into a knot and he cannot go to the bathroom unless he took constipation medication. The bowel symptoms will come and go. The implantable neurostimulator had been reprogrammed several times, but the issue remained the same. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.